Event description:
It was reported to philips healthcare that the heartstart mrx etco2 failed opcheck test and calibration.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation .